Event description:
The product eval found a breach in the housing for the pump in style power adapter, which is a safety issue.

Manufacturer narrative:
A product eval found a breach in the transformer housing. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipping from the MFR to medela. This damge is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Evaluation summary: a visual examination of the power supply revealed the transformer had a breach in the housing. The power supply was plugged in and the voltage across the dc plug was not measured. Resistance across the dc plug was measured at 0.771 m ohms, which indicates that there is not a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.3 ohms, which is normal and indicates that the thermal fuse did not blow.